Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-05410. It was reported that the leads were showing high impedances. In turn, surgical intervention may take place to address the issue.

Event description:
Related manufacturer reference number 1627487-2019-05410.